Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was first recorded on (B)(6) and then again on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.008 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Following completion of lab analysis, this event will further updated.

Event description:
Boston scientific received information that the patient with this device sought medical attention due to audible device tones. Upon interrogation, a fault code was exhibited indicative of a possible device malfunction. The field representative confirmed the device would likely be explanted within one week. To date the product remains implanted and in service with no adverse effects of note. Subsequently, the device was explanted and received at boston scientific for laboratory analysis.